Event description:
It is reported that: the patient began experiencing sharp pain in the back of her right hip in (B)(6) 2010. The pain became extreme over time. The patient eventually began using a wheel chair because the hip and leg felt unstable like it was going to give way. The patient had x-rays that revealed a screw in the implant had sheared off. The patient had a total revision surgery in (B)(6) 2011.

Manufacturer narrative:
The 6.5 cancellous bone screw 25mm, cat # 2030-6525-1, lot # mhatrh, manufactured february 2, 2009 was also listed in this report. At this time, it remains unknown which screw was found to be sheared off. Additionally, it cannot be determined which, if any of these devices may have caused or contributed to the reported event. An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.